Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 278 mg/dl. The customer stated they did not deliver enough insulin for a meal and delivered a corrective bolus. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was identified relating to the elevated blood glucose event.